Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product. No product received. Because no product was received or expected to be received, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
A visual inspection noted no damage or defects which could have contributed to the customer's report. Pressure testing in order to replicate the customer's report, no leakage was observed throughout testing. Functional testing using a fluid filled bd plastipak syringe; no fluid leakage was observed. The sample was also subjected to similar testing, air filled whilst being held under water; again no leakage was observed the root cause could not be determined.

Event description:
The reported feedback suggests that there was a leakage.